Manufacturer narrative:
(B)(4). The complaint description states that rod tip is bent and the orientation guide is cracked. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination ref. 230795000 / lot 5024128 and (B)(4) other similar complaint for the combinaison ref. 230774002 / lot 5120205. The rod for reaming guide holder (lot n°5120205) related to this complaint was manufactured after the design changed initiated by (B)(4) (new definition starting from batch 5120205). The orientation guide (lot n°230795000) related to this complaint was manufactured after the design change initiated via (B)(4) 2008. (This batch was manufactured in january 2010. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Orientation guide is cracked.